Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-04035. (B)(6). It was reported that the patient died. In (B)(6) 2013,the patient presented with stable angina and index procedure was performed. The 100% stenosed, type c, diffused, 2.75 in diameter target lesion that is located in the moderately calcified mid right coronary artery (rca). After pre-dilation, a 2.5x38mm promus element¿ plus stent was deployed at 16 atmospheres. Another promus element¿ stent was also deployed. Following implantation, post-dilation was performed. Residual stenosis was confirmed as 0% visually and timi flow was 3 and the procedure was completed. Two days after, the patient was discharged. On (B)(6) 2013, the patient visited the hospital for follow up. On (B)(6) 2013, the patient visited the hospital for follow up. On (B)(6) 2015, the patient visited the hospital for follow up. On (B)(6) 2016, patient follow up was performed on the phone. It was later reported that the patient had cerebrovascular disorder and died.